Event description:
Per the clinic, the patient was admitted to the hospital for intravenous antibiotic treatment (specific date and duration not reported) due to wound dehiscence at the implant site. Additional information has been requested but has not been made available as of the date of this report.